Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 500 mg/dl. The customer went to the emergency room on (B)(6) 2017 with a blood glucose level around 330 mg/dl and 334 mg/dl. He was nauseous, vomiting, and was weak. The customer experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.